Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. There was a severe kink and the hypotube was broken at 67.5cm from the tip. Functional testing could not be completed due to the severe damage on the catheter shaft. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14-jun-2021. It was reported that catheter leak occurred. The target lesion was located in the vein of the left lower limb. An angiojet solent omni was used in a thrombectomy procedure. During the procedure, it was noted that the catheter was leaking liquid. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a hypotube break.